Event description:
The customer called to report that they were hosptialized for dka. It was indicated that a back pressure sensitive alarm occurred and they did not change their set. At the time of the call, the customer stated that they were too sick to change the set out and were taken to the hosptial. The customer was treated with an insulin drip. It was reported that the pump is working fine and the customer hasn't had any problems since this incident.